Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the cause was not determined. No actions/interventions took place to resolve the issue. The issue was not resolved. Patient's weight was asked but not provided. No further complications were re ported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. The patient reported a ¿burning sensation¿ from the ins internally after 2 hours of recharging. The patient reported that it really heats up fast. No further complications were reported.